Event description:
Received information that due to an 840 malfunction, the patient was placed on another ventilator. Covidien inspected the device and replaced the breath delivery unit (bdu) pcb. The ventilator passed all testing.